Event description:
Customer reports: "injector pressure tubing lines have become detached from the syringe during injections. This has happened on several occasions in the past few weeks and at both syringe end and pt end. The connections have not been broken, simply unwound and detached. Customer is convinced they have screwed them on tightly enough. It doesn't happen immediately after the injection starts, only sometime during the injection." Customer has discarded the disposable product.

Manufacturer narrative:
The products have been discarded by customer. The third party contract MFR is conducting a review of the device history record for these products. We will submit a medwatch 3500a supplemental report upon receipt of info from the MFR.